Event description:
During an ablation procedure a intellanav stablepoint open-irrigated catheter was selected. It was reported that the temperature on generator read 45 degrees while the catheter was outside patient and read 55 when inside patient prior to ablation. The cable was exchanged, however, the high temperature reading persisted. The catheter was exchanged and the procedure was completed successfully without any patient complications.

Manufacturer narrative:
The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an ablation procedure a intellanav stablepoint open-irrigated catheter was selected. It was reported that the temperature on generator read 45 degrees while the catheter was outside patient and read 55 when inside patient prior to ablation. The cable was exchanged, however, the high temperature reading persisted. The catheter was exchanged and the procedure was completed successfully without any patient complications.